Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-01547 for details pertaining to the related reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device wasn't acting right so they went to check it with the patient programmer and they have not been able to connect. The patient further reports they haven't been able to sleep due to both their legs hurting. They have also been dragging. The patient thinks they pressed the ins off button and later stated that they pressed it when they were taking the programmer out but not while it was against the ins. The patient said the right side ins shows on and ok. Patient reports poor communication on the other side. Patient further noted it feels like there are wires or something over that ins, which has been that way since implant. No further complications were reported or anticipated.